Event description:
Boston scientific received information that the right atrial lead dislodged during an open heart procedure. The physician initially opted to pace the atrium with an external temporary pacemaker. Eventually the external pacemaker was removed and the cardiac resynchronization therapy defibrillator was programmed vvi until a lead revision procedure could be scheduled. The field representative noted that the patient was referred to an electrophysiologist and no further information is available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.